Event description:
Customer reported that, while nurse was moving aestiva MRI into the MRI suite, the aestiva MRI moved towards the open MRI magnet, injuring the nurse's shoulder. The nurse had reportedly moved the unit within 2 feet of the open MRI magnet.